Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 28 x 4.50 rebel stent was selected for use to treat the lesion. However, while advancing the stent, the physician felt that the stent was getting caught up. The stent was removed from the patient's body and was noted to be broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.